Event description:
A surgeon reported four refractive surprises following intraocular lens (iol) implant surgery. She stated that all of the pts are "happy". Additional info has been requested. There are four medical device reports associated with this event. This report is for the third pt.

Manufacturer narrative:
Eval summary: product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested 08/11/2011 and 08/24/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).